Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2 additional information was requested, and the following was obtained: after investigation, the patient, a 32-year-old female, underwent left fallopian tube repair and plastic surgery in hospital on (B)(6) 2023. The surgeon used vcp311h for tissue sewing in the way of continuous suturing (the specific sewing tissue level was unknown). During the sewing, the pull off suture needle occurred and fell into the patient's body. The surgeon immediately removed the detached suture. The patient was given intraoperative b ultrasound examination to assist in looking for the needle but not found. The detached needle was found by the c-arm machine. The integrity of the needle was verified after removal. After confirming that there was no residual foreign body, a new suture (the specific product information was unknown) was replaced to continue the sewing. The subsequent surgical operation went smoothly. This event caused no harm to the patient except that it prolonged the surgery time by about 3-4 hours. No subsequent adverse events were reported.

Event description:
It was reported that a patient underwent a laparoscopic ectopic pregnancy surgery dissection on (B)(6) 2023 and suture was used. During the procedure, pull off suture needle occurred during sewing in surgery. The needle and suture fell into patient, and the suture was removed immediately. B-ultrasound was used to look for the needle but not found. Then the needle was found by c-arm machine and removed. Changed to another device to complete surgery. The procedure was prolonged for about 3-4 hours. The patient is stable now. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Adverse event problem component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used to grasp the needle? Where was the needle grasped during use? Please describe any medical/surgical intervention required for this suture event including dates and results. Was the surgery actually prolonged by 3-4 hours? What was the reason for the surgery being prolonged by 3-4 hours? Was the surgeon searching for the needle during the entire 3-4 hours? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Adverse event problem investigation findings: c22 - photo review. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two boxes of vcp311h product, an aluminum package and winding former with the dispensed needle detached from the suture. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/18/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h6 component code: g07002 - unable to investigate further additional h3 investigation summary: according to the information received, the vcp311h sample, pull off - suture needle. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it received one tray, one paper cover, and one winding former with one detached needle and suture tangled on the winding former pertaining to the product code vcp311h. During the visual inspection of the needle, the channel of the swage area and hole were noted correctly closed. However, the swage area was noted with marks by a surgical instrument and the hole was observed without a suture remnant. The ends of the suture piece were examined and the swage area on the suture was not observed since the end was cut. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The suture was received cut and the swage area on the suture could not be assessed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure --the patient is female, other information is unknown. On what tissue was the suture used? --unk what was the tissue condition (normal, thin, calcified, fragile, diseased)? --unk how was the suture placed (interrupted or continuous)? --continuous how was the suture originally tied (multiple knots, square knot, etc.)? --unk what instruments were used to grasp the needle? --unk where was the needle grasped during use? --unk please describe any medical/surgical intervention required for this suture event including dates and results. --please refer to the event description. Was the surgery actually prolonged by 3-4 hours? --yes what was the reason for the surgery being prolonged by 3-4 hours? --to look for and remove the needle, details please refer to the event description. Was the surgeon searching for the needle during the entire 3-4 hours? --please refer to the event description. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. --unk was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? --unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? --unk other relevant patient history/concomitant medications? --unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? --unk what is the patient's current status? --no subsequent adverse events were reported.